Manufacturer narrative:
Additional information was received indicating patient involvement (updated b5, h6).

Event description:
Additional information received and attached by ICU medical on (B)(6) 2022:there was no patient involved event, I do not know the date it was found during the pm.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a crack on the right plunger case. Event log history was performed and indicated that force sensor error was recorded in history. During analysis, the reported issue was able to be duplicated. The force was out of calibration, recalibrate the force and the issue was resolved. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced force sensor for preventive.

Event description:
It was reported that a force sensor test error was experienced.